Event description:
Pt presented to outpatient esophagogastroduodenoscopy (egd) for palliative cryo spray treatment of esophageal neoplasia on (B)(6) 2011. Two cycles of 20 second cryo spray were rendered at 3-4 treatment sites. A decompression tube was used with active suction and the abdomen was monitored for distention per the instructions for use (IFU) without complication. Post treatment, the patient complained of abdominal pain. Patient was monitored for 23 hours before being admitted to the hospital. The perforation was repaired surgically and a new peg feeding tube was put in place. The patient was released 4-5 days later. Patient has responded well to cryotherapy and has improved experience eating.

Manufacturer narrative:
Physician followed instructions for use and treated within the cleared indications of the device. System operated normally and passed subsequent field verification tests. Physician believes the perforation was related to expanding gas from the cryo spray procedure. The IFU cautions treating patients with compromised tissue that may not be able tolerate treatment. The patient's previously inserted peg tube may have weakened tissue that resulted in a perforation when combined with the pressure from the expanding gas.